Event description:
It was reported the sheath on the compression guide broke upon application. There was no direct contact of the device with the pt. No injury is alleged. It was reported revision or medical intervention was required. Clarification of revision/medical intervention received from customer contact. The threads broke off in the plate, which was in the pt at the time. The surgeon pulled the pieces out of the plate with a plier. This took about 2 minutes. The pt was not required. This is what is meant by revision or medical intervention required.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The additional investigation activities included. Review of complaint history results: a review of the device history record cannot be done as no manufacturing lot was provided. A review of the design changes was performed. One relevant design change relative to functional has been performed since the creation of the device. Conclusion: given the description of the event and the observations made during the investigation, the root cause of the incident cannot be determined. No product was returned for analysis and no manufacturing lot was provided.

Manufacturer narrative:
The device was received for evaluation. A visual inspection has been performed breakage was confirmed. A breakage of the product on threaded part was observed. A measurement inspection has been performed. The specification of diameter of cannula is 2 75(0/+0,1) mm. The pin diameter 2 75 mm is passing and the pin diameter 2 85 mm is no passing. The diameter of threaded part cannot be measured and the go/no go test didn't be realized. The threaded part is too damaged. All results are per consequence in compliance with specifications. Given the description of the event and the results of the inspection performed on the returned product, the root cause is an old version. Since (B)(4) 2011 on new design the cannula has been removed.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a f/u MDR submission.